Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that the patient had been lost to follow-up and presented with a broken hip where there were type ib endoleaks from both iliacs. The aneurysm was found to have expanded to 7.9 cm in diameter. The type ib endoleaks were attributed to disease progression where the iliac arteries were found to have dilated to and have become part of the aneurysm sac. The bifurcated stent graft did not migrate and there was no proximal type I endoleak even though the neck had 90 degrees angulation. Both hypo gastric arteries were coiled and extended with 13x13x82 and 16x10x93 endurant limbs which successfully resolved the endoleaks. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results and conclusion: (endoleak). (Disease progression, iliac artery dilatation).